Event description:
A report was received that a patient enrolled in a heart failure study had shown signs of obstructive sleep apnea-hypopnea syndrome (osahs). The physician assessed that the osahs was device related. The patient¿s medication was changed and continuous positive airway pressure (CPAP) was administered. The event has not resolved.

Manufacturer narrative:
Additional information was received that the event resolved with residual effects.

Event description:
A report was received that a patient enrolled in a heart failure study had shown signs of obstructive sleep apnea-hypopnea syndrome (osahs). The physician assessed that the osahs was device related. The patient¿s medication was changed and continuous positive airway pressure (CPAP) was administered. The event has not resolved.